Event description:
Healthcare professional report that a patient was injected with three syringes of juvéderm volux¿ xc into an unspecified area and one syringe of juvéderm vollure¿ xc into an unspecified area. After the injection the patient started experiencing swelling in the jawline and nasolabial folds, after getting a virus/stomach bug, deemed not device related. It is unknown if any treatment was provided and stated that the swelling had improved but unknown if completely resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00633 (abbvie complaint (B)(4)). This MDR is being submitted for the suspect product, juvéderm vollure¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of virus/stomach bug infection, deemed not device related is considered an unexpected adverse drug experience.